Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device is not reading accurately and experienced a system failure. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was investigated. During simulation testing, the device passed manual and preset conditions and provided accurate measurements. Loose tape and a loose ib/conb flex cable was observed on the connectivity board which caused device to have a blank screen and provide audible and visual alarms.

Event description:
The customer reported the device is not reading accurately and experienced a system failure. No consequences or impact to patient were reported.